Event description:
Quest medical, inc. One allentown pkwy, allen, tx 75002-4211. This letter is in regard to MDR access number 1008469, which was voluntarily reported from an anonymous source. We were required to evaluate the reported info and determine whether the event is reportable under the MDR requirements. After reviewing the medwatch report we determined that this incident is not reportable. Our device did not cause or contribute to the pt going into respiratory depression from morphine. Attached is a copy of the report.